Event description:
In 2008, the patient underwent initial fusion surgery. Afterward, the patient began to experience pain. X-ray confirmed two screws were backing out. On approx three months later, the patient underwent revision surgery to remove the anterior cervical plate assembly which had begun to slip post operatively, due to two screws backing out.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.